Manufacturer narrative:
Age at the time of event: maybe 80's. (B)(4).

Event description:
It was reported there was a hole in the catheter. A 1.6mm jetstream® sc atherectomy catheter was selected for an athrectomy procedure in the superficial femoral artery (sfa). During the procedure, the jetstream could not advance past the mid sfa. The catheter was pulled out and it was noted there was a hole in the catheter towards the tip. There were no patient complications reported and the patient's status was fine. The procedure was completed successfully with another of the same device and an unspecified balloon catheter.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified shaft kinks/buckling damage located at 44 to 45cm from the tip. As well as a hole located at 58 to 59cm from the tip. Functional testing was completed and the device did run as designed as per the rotational aspects; however, it did leak fluid from the hole in the shaft. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported there was a hole in the catheter. A 1.6mm jetstream sc atherectomy catheter was selected for an athrectomy procedure in the superficial femoral artery (sfa). During the procedure, the jetstream could not advance past the mid sfa. The catheter was pulled out and it was noted there was a hole in the catheter towards the tip. There were no patient complications reported and the patient's status was fine. The procedure was completed successfully with another of the same device and an unspecified balloon catheter.